Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. During in-house testing non-reactive results were generated for the return sample with lot 95080li01. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect syphilis ln 08d06-39 that has a similar product distributed in the us, list number 08d06-31 and 08d06-41.

Event description:
The customer observed a false negative syphilis result on the architect i20000sr analyzer. The following data was provided for a (B)(6)-year old female patient: sid (B)(6) initial 0.88, repeat 0.84, positive on another method (4.77). There was no impact to patient management reported.

Manufacturer narrative:
On july 18, 2019, the suspect medical device was changed from ln 08d06-39 lot 01118be00 to ln 08d06-77 lot 01118be01. The evaluation is still in process. A final report will be submitted when the evaluation is complete.